Event description:
While inserting catheter, the tip sheered off in pt.

Manufacturer narrative:
A complaint sample was not provided for eval; therefore, we are unable to determine the exact cause for the issue reported. A review of complaint data did not identify any trend with this or similar failure modes. The review did not identify any relevant failure modes for the previous 24 months. A review of applicable mfg procedures did not identify any issues that may have contributed to the reported failure mode. A device history review, raw material history files and sterilization batch records for the listed mfg lots showed no recorded quality problems or rejections related to this incident.